Event description:
The customer contacted baxter's technical service center regarding a check patient line (cpl) alarm, which occurred on the homechoice (hc) during fill 1 of 4. The baxter technical service representative (tsr) had the home patient (hp) close and open the transfer set and pull up on all the tubing and they moved the patient line clamp down the line and they inspected the patient line for kinks and occlusions. The hp stated that there was air in the patient line. The tsr had the hp end therapy and start over with new supplies. The hc was operational. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2012 and he was able to resume therapy after starting over with new supplies. No further information was provided. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.